Event description:
There is no update to the original complaint description provided.

Manufacturer narrative:
One imp, tsv,3.7,13, mtx, mg (tsvtb13) was not returned for investigation. Therefore, visual evaluation could not be performed. The investigation was perform using applicable instruction for use, risk files and other available information. Functional testing could not be performed since the product was not returned. Pre-existing conditions noted on the per were fair oral hygiene & low bone density type iii. The reported device had been placed on tooth #13 (universal) for approximately 2 months. X-ray & picture evaluation: x-ray was provided but the reported event could not be verified. Additionally, report was provided by the doctor for proof of allergy but the document was not clear, hence the reported event could not be confirmed. Review of appropriate documentation: documents reviewed: instructions for use: tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications, warnings, precautions and adverse effects. Per the applicable IFU, local and generalized allergic reactions are listed as adverse effects. Also, it is stated that some adverse effects may occur as a result of iatrogenic factors and host responses. DHR review: DHR review for the lot: (1239787) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Sterilization record review: all sterilization activities were conducted with no nonconformities per sterilization record (op160). Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. Complaint history review: complaint history review was performed for the reported lot number: (1239787) for similar events (complaint category keywords: medical: allergic reaction) and no other complaint was identified. Post market trending review: january post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device could not be verified. The reported event could not be verified as the exact details of event were non-verifiable - a report was provided by the doctor for proof of allergy but the document was not clear, hence the reported event could not be confirmed. Sections updated: b4: date of this report. G3: date investigation results were received. G6: type of report and follow up number. H2: follow up type. H3: device evaluated. H6: adverse event problem codes. H10: manufacturer's narrative.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the patient has an allergy to titanium, patient developed a rash all over body and face and required the implant to be removed. Tooth #13.